Manufacturer narrative:
Correction:manufacturer report 2017865-2018-22699 should not have been reported as a medical device report as the product has not been approved by the FDA and is part of an investigational device exemption.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented for a firmware update for the patient¿s pacemaker. Several attempts were made but all such attempts were unsuccessful. Eventually, the physician decided to put the pacemaker into back-up vvi mode as other patients were waiting and the state of the patient¿s condition was considered. Subsequently another attempt was considered under the guidance of technical support in another room but this pacemaker firmware update effort was cancelled as the risk of a failure was considered. The patient has since been remotely monitored via merlin.net. The intention is to have the patient return and again attempt the firmware upgrade. The patient remains in stable condition. No further information is available at this time.